Event description:
According ot the reporter, the suture needle broke off close to the suture thread as the physician pushed the needle through soft tissue on the first insertion. The needle was lost in the wound. X-ray done to locate the needle. Needle removed by magnet. No patient injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Patient current status reported as recovered. The device will not be returned for evaluation, it was discarded after being found by x-ray. No further information has been made available.

Manufacturer narrative:
(B)(4).